Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl and 50 mg/dl. Customer¿s other blood glucose was 60 mg/dl and 80 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level. The customer treated with the food and carb. Troubleshooting was done for low blood glucose. Customer stated that hypothyroidism and hypothyroid medication. Customer was not using auto mode. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6), 2018. The customer's weight information has been changed to 2(B)(6).